Manufacturer narrative:
Internal complaint reference (B)(4). Article: boileau, p., saliken, d., gendre, p., seeto, b. L., d'ollonne, t., gonzalez, j. F., & bronsard, n. (2019). Arthroscopic latarjet: suture-button fixation is a safe and reliable alternative to screw fixation. Arthroscopy: the journal of arthroscopic & related surgery, 35(4), 1050-1061.

Event description:
It was reported that on literature review "arthroscopic latarjet: suture-button fixation is a safe and reliable alternative to screw fixation", 6 patients had a no graft healing using a double endobutton. Patients outcome is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. Insufficient product identification information was provided and thus a complaint history review could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Insufficient product identification information was provided, and thus, an instructions for use review could not be conducted. Insufficient product identification information was provided, and thus, a risk management review could not be conducted. The images and/or graphs provided in the article have been interpreted within the text; therefore, no further analysis of the images and/or graphs is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.